Event description:
It was reported that the pt has never experienced therapeutic effect following a new pump and catheter implant. The pt was at home. The catheter was reported to be dislodged from t10 to t12 and blocked. A dye study was attempted but the hcp was unable to aspirate from the catheter access port prior to the dye study. The hcp recommended a catheter revision. The pt elected to delay the surgery until a later date. The pump contained morphine (pf morphine sulfate) and bupivacaine (marcaine). The pt was in the process of finding a new hcp. Final outcome was not reported.

Manufacturer narrative:
Results: used for catheter.